Event description:
Patient with b-cell acute lymphoblastic leukemia underwent insertion of left subclavian double lumen hickman catheter placement on second quarter of last year. The catheter was noted to have ruptured at some point after insertion and was replaced on that same month with a new double lumen hickman catheter. Six months later, the patient was admitted at an outside facility for IV antibiotics and it was noted that one of the ports of the hickman catheter was broken with fluids coming out of a side hole and the patient ended up having the hickman catheter removed.